Event description:
Additional information reported that patient was doing great with the therapy at date of report. It was noted that the wound on the side that device was moved from was ¿doing great¿ at date of report.

Event description:
It was reported the week of report, the patient went to their doctors office with battery erosion through the pocket. It was stated the battery was sticking out about a quarter inch through the skin and looked to be infected. It was not known when this began, however, the implantable neurostimulator (ins) was recently moved to a new pocket. Reportedly the patient was getting good symptom relief so they took out the battery, cleaned the ins in antibiotic solution pulled lead back through midline and tunneled to left side. The ins was now in the left side and the previous pocket site was packed with antibiotic gauze and there was a follow up appointment set for the following week. Reportedly the patient was overweight and diabetic, mrsa was suspected and a culture test was planned.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va08w68, implanted: 2013 (B)(6); product type lead. (B)(4).